Event description:
Philips received a complaint on the heartstart mrx indicating that the there are error messages. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. The customer is taking responsibility to correct/repair the device. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.